Event description:
The customer reported a charger failed error message at boot up and would not make x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system battery pack and charger pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.